Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted lead damage that resulted from the explant procedure. Resistance testing confirm the lead was electrically continous. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that a review of this system's stored egms noted that patient had several nonsustained episodes of noise which were oversensed and resulted in short episodes of pacing inhibition. No inappropriate shocks were delivered and there were no adverse patient effects due to the pacing inhibition. A revision procedure was performed and the decision was made to replace this device and the associated right ventricular lead after careful examination showed no visible reason for the device to store noise.